Event description:
It was reported that balloon rupture occurred. A 6.00mm/2.0cm/90cm peripheral cutting balloon was advanced over the wire into the fistula. During first inflation, the balloon did not inflate and popped for unknown reason. The device was removed intact without issue and the procedure was completed with other products. No patient complications were reported.